Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during the patient's ipg replacement (related manufacturer reference number: 3006705815-2024-06366), physician discovered that the patient's leads were fractured and had all high impedances. As a result, surgical intervention took place on (B)(6) 2024, wherein the fractured leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.